Event description:
It was reported to philips that the device's host computer was not starting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device¿s host pc was not working. During troubleshooting, the fse checked the main voltage of host pc and found malfunction with the pc. The fse replaced the host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.